Event description:
Based on additional information received on 30-apr-2018 from the patient, this case initially assessed as nonserious was upgraded to serious as serious events of weak knees and painful knees (seriousness criteria: required intervention) along with details were added. This unsolicited case from united states was received on (B)(4) 2018 from the patient's mother. This case involves a female patient who received treatment with synvisc one and after unknown latency the patient had no relief from her symptoms and 43 days later had weak knees and painful knees. No past drugs were provided. Medical history was bursitis, both of knees are swollen down to six inches below the knee, persistent pain on the inside of her left leg and heart attack (1995). On an unknown date in 2017, patient underwent MRI that revealed osteoarthritis. Concurrent conditions included osteoarthritis. Concomitant medications included pitavastatin calcium (livalo) for heart, methocarbamol for sleep and eszopiclone sleep. On an unknown date in 2018, the patient underwent MRI that showed osteoarthritis. On (B)(6) 2018, the patient initiated treatment with intra-articular of synviscone, injection once at a dose of 6 ml (lot number: not reported) for osteoarthritis of knees. On the same day patient completed treatment with synvisc-one. On unknown. Date at unknown latency no relief from her symptoms. The patient said both of knees are swollen down to six inches below the knee. The patient said she had a persistent pain on the inside of her left leg. She had received steroid injections in the past with no relief of symptoms. The patient said she had a history of bursitis with her knees. The patient said her current symptoms were present before her synvisc-one injections, and have shown no change in severity. On (B)(6) 2018, 43 days after starting treatment with synvisc one, the patient developed painful and weak knees. Corrective treatment: prednisolone sodium phosphate (prednisol) for weak knees and painful knees outcome: not recovered/ not resolved for weak knees and painful knees seriousness criteria: required intervention for the events of weal knees and painful knee a product technical complaint was initiated with global ptc number (B)(4) and results for the same were received. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 20-apr-2018. Global ptc number and ptc results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 30-apr-2018 from the patient. This case initially assessed as nonserious was upgraded to serious as serious events of weak knees and painful knees (seriousness criteria: required intervention) along with details were added. Concomitant medications, concurrent conditions and medical history were added. Patient's gender was updated. Therapy details of synvisc were updated. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018. This case concerns a patient who experienced weakness after treatment with synvisc one. Based upon the information, the causal role of the product cannot be established with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.